Event description:
Healthcare professional reported right side "capsular contracture baker grade IV". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d3, d4, g1.

Event description:
Affected device has been confirmed as non-allergan.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b6, d6b., h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade IV". Healthcare professional later reported "capsular calcification". This record is for the right side. Device has been explanted and replaced. Implant is available for return.